Manufacturer narrative:
To date, the intraocular lens remains implanted. (B)(6). (B)(4). Device evaluation: the intraocular lens remains implanted; therefore, a returned product investigation was not possible. The reported event could not be confirmed. Manufacturing record review: a review of the records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed that no other complaints for this order number were received to date. The documentation shows that the production order was manufactured according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an uneventful clear corneal 2.2 mm temporal incision and phaco was performed. Planned postop refraction was -0.20 diopter. A multifocal intraocular lens (iol) with +3.25 addition was implanted. Pre-op refraction was +3.00 with a pre-op visual acuity of 6/10. Postoperative course was uneventful and refraction was -1.00 (-0.50x150) diopter at 2 weeks postop (corrected va 7/10). Additional information provided indicates the other eye was also implanted with amo tecnis zlb00 +3.25 addition. At the same time of second eye surgery, the surgeon intentionally selected an iol aiming for +0.20 d and the patient ended up emmetropia. Further information provided notes uncorrected distant vision is not satisfactory (5/10 with snellen) since the patient had -1.00 d myopia, despite intended emmetropia. The patient's visual acuity has decreased. No further information was provided. Patient had two (2) lenses implanted; therefore, an MDR for each lens will be filed. This MDR is for serial number (B)(4).